Event description:
A pt was injected in the naso labial folds, marionette lines, and upper cheeks with radiesse dermal filler. Two days later, the pt developed swelling and redness from the nasal tip to the side of nose, and up to the glabella region. Pustules appeared three days post-injection.

Manufacturer narrative:
Add'l lot# 1013196. Physician prescribed antibiotic clindamycin and massaged affected area to release pressure on a vein. He stated her symptoms were combination of pressure on a vein and an infection due to the presence of pustules, and pronounced erythema. F/u with physician reported the continuation of clindamycin, treating the area topically with antibiotic bactroban and also prescribing 2-3 days of oral steroids for the pt. The pt returned the following day showing much improvement to the area with both pustules and redness beginning to resolve. The device history records for radiesse dermal filler lots 1012825 and 1013196 were reviewed; all required testing met specs and there were no abnormalities noted.